Manufacturer narrative:
This report is associated with argus case (B)(4), polident adhesive freshmint.

Event description:
Diagnosed with coeliac disease [celiac disease]. Case description: this case was reported by a consumer via call center representative and described the occurrence of celiac disease in a (B)(6) male patient who received double salt dental adhesive cream (polident adhesive freshmint) cream (batch number en4s, expiry date 31st august 2019) for denture wearer. On an unknown date, the patient started polident adhesive freshmint. On an unknown date, an unknown time after starting polident adhesive freshmint, the patient experienced celiac disease (serious criteria hospitalization and gsk medically significant). On an unknown date, the outcome of the celiac disease was not reported. It was unknown if the reporter considered the celiac disease to be related to polident adhesive freshmint. Additional information: this report was received from a consumer, via the consumer relations team I want to get technical information about polident adhesive freshmint I was recently diagnosed with coeliac disease. I've been in the hospital and on a strict diet. I am using polident adhesive freshmint and I need to know if it contains gluten. I have to find out as they (doctor) can't diagnose what has been doing it. It has been fine and deteriorated for the last 2 two years. That's the time when I got the dentures and started using the product. I've been on normal diet for 10 days and have a stomach lining test and that all came out as clear. They did not actually say it's due to polident. They just want to know if polident has gluten. I first used polident in 2014 when I got my dentures on. 2 weeks ago, I stop using polident as my doctor advised while taking the test. I am back using it (polident adhesive freshmint) again. I have to use it for my denture.

Manufacturer narrative:
3003721894-2017-00153 is associated with (B)(6), polident adhesive freshmint. Polident adhesive freshmint is marketed as super poligrip in the us.

Event description:
Case description: this case was reported by a consumer via call center representative and described the occurrence of celiac disease in a (B)(6) year-old male patient who received double salt dental adhesive cream (polident adhesive freshmint) cream (batch number en4s, expiry date 31st august 2019) for denture wearer. On an unknown date, the patient started polident adhesive freshmint. On an unknown date, an unknown time after starting polident adhesive freshmint, the patient experienced celiac disease (serious criteria hospitalization and gsk medically significant). On an unknown date, the outcome of the celiac disease was not reported. It was unknown if the reporter considered the celiac disease to be related to polident adhesive freshmint. This report is made by gsk without prejudice and does not imply any admission or liability for the incident or its consequences. Additional information: this report was received from a consumer, via the consumer relations team I want to get technical information about polident adhesive freshmint I was recently diagnosed with coeliac disease. I've been in the hospital and on a strict diet. I am using polident adhesive freshmint and I need to know if it contains gluten. I have to find out as they (doctor) can't diagnose what has been doing it. It has been fine and deteriorated for the last 2 two years. That's the time when I got the dentures and started using the product. I've been on normal diet for 10 days and have a stomach lining test and that all came out as clear. They did not actually say it's due to polident. They just want to know if polident has gluten. I first used polident in 2014 when I got my dentures on. 2 weeks ago, I stop using polident as my doctor advised while taking the test. I am back using it (polident adhesive freshmint) again. I have to use it for my denture. Follow-up information received from a physician on 15 november 2017: in 2006, an unknown time after starting polident adhesive freshmint, the patient experienced celiac disease (serious criteria hospitalization and gsk medically significant). In 2017, the outcome of the celiac disease was recovered/resolved. The reporter considered the celiac disease to be related to polident adhesive freshmint. It was reported that the patient used product for years, from approximately 2005. The patient had known coeliac disease. Gluten free diet. Still symptomatic - no reassurance that product is gluten free. It was reported that symptoms resolved when changed to another product which is gluten free.